Manufacturer narrative:
Date of event: estimated date. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature titled: clinical efficacy and safety of the proglide device as a suture-mediated closure in thoracic endovascular aortic repair in patients with previous groin intervention.

Event description:
It was reported through a research article that proglide devices may be related to failure to achieve hemostasis in larger hole closures (22-26f sheaths) which may result in hemorrhage, hematoma, manual compression, the use of an additional closure device or surgical repair. Specific patient information is documented as unknown. Details are listed in the article, titled: "clinical efficacy and safety of the proglide device as a suture-mediated closure in thoracic endovascular aortic repair in patients with previous groin intervention".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of hematoma and hemorrhage are listed in the perclose proglide instructions for use (IFU) as a known adverse event associated with use of suture mediated closure devices. It should be noted that the perclose proglide IFU states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: literature titled: clinical efficacy and safety of the proglide device as a suture-mediated closure in thoracic endovascular aortic repair in patients with previous groin interventionna.